Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the holster is producing blue cable errors. The customer was able to reboot during one error and proceed and then press the forward button to proceed against another blue cable error. The case was completed with no pt consequence.